Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility on the sample collected from the distal end of the subject device tested positive for the unspecified microbes (23cfu/140ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope, using peracetic acid there was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Its device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the device tested positive for bacillus spp.(6cfu/endoscope). The testing result cleared the (B)(6) guideline. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.